Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the circumstances that led to the implant/stimulation being off and the suddenly having problems going to the bathroom more were that the implant was shut off and the battery was low. The patient noted they thought it shut off when they went through a metal detector. The patient reported the cause of the¿low ins¿ screen was the result of normal battery depletion. The patient reported they saw their health care physician (hcp) and they were having surgery on the (B)(6) to replace the device. There were no further complications reported/anticipated.

Manufacturer narrative:
Date is approximate with month/year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient saw a ¿low ins¿ screen and reported problems with having to more to the bathroom. The patient indicated that this was sudden. The patient reported they started having to go to the bathroom and all of a sudden they started having problems with having to go more and that they started feeling bad and irritable. The patient stated they checked the ins with their programmer and saw that the ins/stimulation was off. The patient didn¿t know the ins was off and they reported that was when they saw the ¿low ins¿ screen on the programmer. Patient services inquired what the ¿low ins¿ screen looked like however the patient wasn¿t sure if that was the screen they saw. The patient was going to follow up with a health care physician. There were no further complications reported/anticipated